Manufacturer narrative:
This report of the lvp latch recall issue was confirmed during the service repair process. The proximate cause of the reported lvp latch recall was identified and is recall affected. The proximate cause of the cracked rear case was determined to be as a result of customer damage. The proximate cause of the front case with fluid ingress was determined to be the result of customer damage. The proximate cause of the bezel assembly with fluid ingress was determined to be the result of customer damage. The proximate cause of the female iui contamination was determined to be the result of customer damage. The proximate cause of the male iui contamination was determined to be the result of customer damage.

Event description:
The device was damaged.

Manufacturer narrative:
The customer reported the lvp latch recall. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. This report of the lvp latch recall issue was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.